Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore instrument. Prior to the procedure, hair was found inside the sterile packaging. The procedure was completed using another device. There was no reported patient contact.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore instrument. Prior to the procedure, hair was found inside the sterile packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Four electronic photos were provided and reviewed. The first photo shows, product labelling information which matches/ verified with the tw details. The second photo shows a sterile container, in which a hair was noted inside init. The third photo shows a sterile container, in which product batch number was written also it is verified with tw details. The fourth photo shows a sterile container and the product labelling information. No other visual anomalies were noted. Based on the photo review, the reported issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged device contamination with chemical or other material issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.